Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the cartridge chemistry (cc) sample probe. The fse replaced the cc sample probe wash collar (2-way solenoid) valve to resolve the issue. No further leaks or quality control (qc) recovery issues were observed. (B)(4).

Event description:
The customer reported observing a leak from the cartridge chemistry (cc) sample probe and quality control (qc) recovery issues during their previous shift on (B)(6) 2014 on a unicel dxc 800 pro synchron system. The customer was unable to determine or the source or volume of the leak. The personal protective equipment information was not provided and there were no reports of injury or exposure. No erroneous results were generated.